Event description:
It was reported that 45 bd luer-lok¿ syringe bulk sterile pharmacy convenience tray, 50 ml experienced foreign matter within the fluid path. The following information was provided by the initial reporter: product in between stopper and barrel wall (liquid) ¿ 45.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 45 bd luer-lok¿ syringe bulk sterile pharmacy convenience tray, 50 ml experienced foreign matter within the fluid path. The following information was provided by the initial reporter: product in between stopper and barrel wall (liquid) ¿ 45.

Manufacturer narrative:
Our quality engineer inspected the 1 sample submitted for evaluation. The reported issue of foreign matter was not confirmed upon inspection of the sample. Analysis of the sample showed no abnormalities or damages to the product, no foreign particulate was found. Since the defect was not confirmed the cause of the failure could not be determined. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. H3 other text : see h.10.